Event description:
It was reported that the pump had alarmed with error 1870. The patient had been instructed to remove the batteries, but he had reported having already done so twice. At that moment, the pump had been stopped. The settings had been reviewed, and the infusion had been restarted. The pump had begun running, but the patient had stated that he had restarted it twice before and the error code had returned each time. He had also reported that he had contacted the clinic, which had advised him to reach out for further assistance. Before the call had ended, error 1870 had reappeared. The patient had been instructed to remove the batteries once more and to contact the clinic. The event occurred while in use with a patient and no patient harm was reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported the pump had alarmed with error 1870. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.